Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, when the issue occurred, the system was in clinical use for the diagnosis procedure which was completed as planned as the footswitch was working during the procedure. A philips field service engineer (fse) went onsite and confirmed that the wired footswitch was not working intermittently. The defective foot switch was returned to philips for further analysis. The failure part analysis confirmed that during visual inspection, it was found that the loose and/or broken off element, and during the functional test, it was found that button, joystick, handle, switch not working correctly. To resolve the issue, the fse replaced the wired footswitch, and the system was returned to working conditions. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the footswitch was working during the procedure, the on-going procedure was completed using the same system. Therefore, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome. ==========================================================================================

Event description:
It has been reported to philips that the footswitch was not working. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.